Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. The following information was requested, but unavailable: did the device get stuck on tissue? If so, how was the device removed from tissue?

Event description:
It was reported that during an unknown procedure, the clip applier would not unlock once a clip was placed. The handle was locked and the clip applier could not be used at all. There were no patient consequences. Unknown how case was completed.